Manufacturer narrative:
The manufacturer attempted to follow up with the hospital to retrieve further information regarding the case and the valve involved but no information has yet been received, despite manufacturer's multiple attempts of follow up. Based on the information available, the valve was not implanted due to wrong size and a smaller valve was ultimately implanted in the patient. Furthermore, form the document review performed, no manufacturing deficiencies were noted. As such, the cause of the event can reasonably be related to the mis-sizing (use-error). Should further information be received in the future, a follow up report will be submitted.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model pvf-m-ca, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model pvf-m perceval plus heart valve at the time of manufacture and release. The manufacturer is following up to retrieve further information regarding the event. A follow up report will be provided upon receipt of any further information. H3 other text: unknown disposition.

Event description:
The manufacturer was informed of the following information through device tacking department. Based on the information received from patient registration form, a perceval plus size m was not implanted due to wrong size, and perceval plus s was ultimately implanted. No allegation of any device dysfunction or patient injury has been received from the site.